Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the unit was getting very hot was confirmed. An assessment was performed on the device which found the external features of the returned cutters were black, and discolored. It was determined that there was a lack of proper irrigation which caused the cutter head surface to overheat. It was further determined that the presence of discoloration on the cutter indicates that overheating occurred during the procedure. The assignable root cause was determined to be due to insufficient irrigation during clinical use of the cutter. This is further defined as misuse, abuse, and possible user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event. It was reported from (B)(6) that during a dental workshop, it was observed that three new dental burr devices were getting very hot and burnt after about ten minutes of use on a pig's tissue. The reporter stated that the smell of burnt tissue was also noticeable. According to the reporter, there were no reported issues with the handpiece device, only with the dental burr devices. There were no delays due to this event. The event was not related to surgery. There was no human patient involvement as the device was used on an animal tissue. There were no reports of user injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.